Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and the outcome of the event were not reported. At the time of this report, the patient was in the intensive care unit for an unreported indication. On an unreported date, the patient began treatment for the peritonitis with gentamicin, dose unspecified, daily and meropenem, 250 (units unspecified), daily (routes were not reported). At the time of this report, dianeal therapies were ongoing. No additional information is available.